Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the level 1 trauma fast flow disposable was leaking from the connector. The product was not used as a result. There was no patient involvement.

Manufacturer narrative:
One level 1 trauma fast flow disposable was returned for the evaluation of the reported issue. A visual inspection was performed where the units were visually inspected at 12 to 16 inches under normal conditions of illumination. No damages nor other workmanship defects were detected. A functional test was performed where one unit was tested for leaks by introducing colored water in the product. No leaks were found. The customer's complaint was not confirmed and no further actions were taken.